Event description:
The sales rep has reported on behalf of the customer that upon opening the lfit v40 head, it was allegedly discolored and the surgeon decided against using it. The sales rep has reported that the device did not come into contact with any bodily fluids and that there was no delay to surgery as another device was immediately available.

Manufacturer narrative:
Should read, "(B)(6)." An event regarding appearance involving a metal head was reported. The event was confirmed. Method and results: device evaluation and results: discolouration was observed on the returned head. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusion: nc was issued for discoloration of femoral head. If additional information becomes available, this investigation will be reopened.

Event description:
The sales rep has reported on behalf of the customer that upon opening the lfit v40 head, it was allegedly discolored and the surgeon decided against using it. The sales rep has reported that the device did not come into contact with any bodily fluids and that there was no delay to surgery as another device was immediately available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.